Manufacturer narrative:
Initial reporter city, state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that there were small parts of the tip that had separated and detached inside the patient. The detached parts were successfully retrieved using a basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: impact code f2301 captures the reportable event of retrieval of the small parts of the tip using a basket. Medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the working length was free from obvious kinks and bends. The molding tip was detached from the molding mandrel, the detached section was returned with the device. The cutting wire was intact. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was in good condition. Therefore, it will be classified as no problem detected since the problem cannot be confirmed. Per the evidence, the molding tip was detached from the curving mandrel, the detached section was returned with the device. It is most likely, that this was generated due to the handling/manipulation of the device during the removal of the mandrel. Based on all gathered information and the analysis performed to the returned device, it was concluded that the investigation conclusion code of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that there were small parts of the tip that had separated and detached inside the patient. The detached parts were successfully retrieved using a basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that there were small parts of the tip that had separated and detached inside the patient. The detached parts were successfully retrieved using a basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. Additional information received on june 19, 2022: it was reported by the account that the mandrel was removed prior to inserting the device into the patient; however, it remains unknown if the detached molding tip of the mandrel was what fell into the patient and was retrieved. Information clarifying what fell into the patient and was retrieved has not been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter city, state): (B)(6). Block h6: impact code f2301 captures the reportable event of retrieval of the small parts of the tip using a basket. Medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the working length was free from obvious kinks and bends. The molding tip was detached from the molding mandrel, the detached section was returned with the device. The cutting wire was intact. No other problems with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the cutting wire was in good condition. Therefore, it will be classified as no problem detected since the problem cannot be confirmed. Per the evidence, the molding tip was detached from the curving mandrel, the detached section was returned with the device. It is most likely, that this was generated due to the handling/manipulation of the device during the removal of the mandrel. Based on all gathered information and the analysis performed to the returned device, it was concluded that the investigation conclusion code of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h2 (additional information): block b5 has been updated based on the additional information received on june 19, 2022.